Event description:
It was reported that following the successful implant of a transcatheter aortic valve, the patient went into cardiac arrest. The patient ultimately died on the same day of implant. Additional information was received that an echocardiogram was performed that showed no effusion. Per the physician, the cause of death was believed to be due to a possible pulmonary embolism; however, the ultimate cause of death was unknown. The valve and delivery catheter system (dcs) did not cause or contribute to the death. Additional information was received that the pulmonary embolism was not confirmed. Per the physician, the cause of death remains unknown.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the successful implant of a transcatheter aortic valve, the patient went into cardiac arrest. The patient ultimately died on the same day of implant.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the successful implant of a transcatheter aortic valve, the patient went into cardiac arrest. The patient ultimately died on the same day of implant. Additional information was received that an echocardiogram was performed that showed no effusion. Per the physician, the cause of death was believed to be due to a possible pulmonary embolism; however, the ultimate cause of death was unknown. The valve and delivery catheter system (dcs) did not cause or contribute to the death.